Event description:
It was reported that during a biliary stenting treatment procedure, the distal portion of the guide catheter appeared flattened. An rx stent/ 7 x 15cm had been selected to treat an unspecified biliary lesion. While attempting to load the device on an unspecified guide wire, it was noticed that the distal end of the guide catheter appeared flattened. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".